Event description:
Reported received from (B)(6) stating that the device had a damaged nose cone. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).